Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:305916 batch#:2322150, 2271612, 1340735, unknown(2) it was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: it was reported by customer that the needle clogged during depo administration, bevel of bd needle found to be crumbled when unsheathed prior to use, needle clogged during hep a vaccine administration, needle attached to pneumonia vaccine syringe, tried to release air, but needle was clogged and attempted to release air from syringe, but needle was clogged. Verbatim: issue 1 - needle clogged during depo administration issue 2 - bevel of bd needle found to be crumbled when unsheathed prior to use issue 3 -needle clogged during hep a vaccine administration issue 4 -needle attached to pneumonia vaccine syringe, tried to release air, but needle was clogged issue 5 attempted to release air from syringe, but needle was clogged item - 305916 lot - 2322150, 2271612, 1340735.

Manufacturer narrative:
Pr 10525727 follow up MDR for device evaluation. As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information was provided.